Manufacturer narrative:
A ge rep evaluated the system and performed a system calibration. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the beam exceeds the visible image. No pt injury reported.